Event description:
Pt underwent an ulnar orif with an infraclavicular brachial plexus catheter and block - uneventful/unremarkable placement-. Postoperatively, pt received 72 hrs of ropivacaine 0.2% perineural infusion at home, and attempted to remove the catheter following local anesthetic reservoir exhaustion -as instructed with this md on the phone with them. This caused pain in the pt's shoulder and back, and the pt was seen at the surgical center two hours later by this md. Fluoroscopy revealed nothing unusual, and this md found the pt to have pain with catheter traction. The pt was taken to the operating room, placed under general anesthesia, and the catheter was surgically removed. It appeared that the tip of the catheter had "caught" on either some fascia or the perineurium of the medial cord of the brachial plexus. Postoperatively, the pt had some residual discomfort in the same distribution as preoperatively, but no apparent functional deficits. Pt will be followed by this md and the surgeon. The catheter manufacturer has been informed and the catheter will be returned to the manufacturer for evaluation. Of note, the catheter tip looked grossly normal upon removal.